Event description:
It was reported that the customer's insulin pump was malfunctioning. Caller stated that the insulin pump is crack at the battery compartment and the drive support cap appears to be damage. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads and cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.